Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device was returned inside its sealed packaging pouch. From the pictures received, the use of the wrong screw can be confirmed because the screw in the complained picture is light blue color with flutes on the tip, instead of grey color without flutes. For this reason this issue is considered manufacturing related. The manufacturing investigation confirmed the non-conformance about the wrongly assembled issue affecting lot 44682p9: the wrong screws have been assembled. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l5 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 400.835.01c. Lot number: 44682p9. Manufacturing site: mezzovico. Release to warehouse date: 20 nov 2024. A manufacturing record evaluation was performed for the not sterile finished lot number and the following non-conformance/ manufacturing irregularity related to the reported complaint condition has been identified: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, various implants were discovered with foreign material (original packaging), wrong screws in the packaging, labeling was not okay. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. H6: photo investigation summary: the product was not returned to j&j medtech orthopaedics. However, photos were provided for review. Following investigation was performed by the supplier. From the pictures received, the use of the wrong screw can be confirmed because the screw in the complained picture is light blue color with flutes on the tip, instead of grey color without flutes. For this reason, this issue is considered manufacturing related. The manufacturing investigation confirmed the non-conformance about the wrongly assembled issue affecting lot 44682p9: the wrong screws have been assembled. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l5 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 400.835.01c. Lot number: 44682p9. Manufacturing site: mezzovico. Release to warehouse date: 20 nov 2024. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, g4. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrective data: d2a, d2b-corrected common device name and procode h6: corrected health impact code if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.